Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had attempted to condition battery twice, both times failed due to system error 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had attempted to condition battery twice, both times failed due to system error 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the pcu had error 255-202-2 was confirmed and replicated during laboratory testing. The issue is being attributed to a defective capacitor on the pcu power supply board. The event date was reported as (B)(6) 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The error log the error code 800.8000 recorded twice between (B)(6) 2025 and (B)(6) 2025. The error code 800.8000 indicates a software fault. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed on the device. The test was performed on the ¿as-received¿ device and the error code 255-202-2 (800.8000 general os failure) was replicated. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report ((B)(4)) and was related to a defective 220 f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The power supply board on the received device was temporarily replaced with a known good dchu board and the battery conditioning test was performed again, and the test passed successfully. The results showed the old capacity as 3400mah (milliampere-hour) and the new capacity as 3744mah. The capacity was noted between 3700mah and 3999mah which is within specification. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.